Manufacturer narrative:
Terumo did receive the actual device and the complaint was confirmed. The positioning and manner in which the velcro strap was secured over the oxygenator caused the kink. Terumo performed a training with the associates who built the line to prevent this issue from recurring. The pack will be reviewed during the next build. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending, and f/u. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out-of-box, the pig tail from the oxygenator was kinked. The customer suspects it is the way it was strapped across the product. There was a 5 minute delay in surgical procedure.